Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak but the source could not determined. The home patient (hp) stated that there was a fluid on the heater tray and on the table underneath the second bag. Renal therapy services (rts) had hp cycled power twice the hc to clear the alarm. Rts assisted the hp in proper disconnect procedures and advised to contact registered nurse to notify that the therapy was not completed. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information was available.